Event description:
It was reported that, "every now and then his knee gets numb. He feels pulling in his knee cap area when he goes up and down the steps. When does exercises he feels pain even after 8 or 10 hours from doing his exercises. Everyday his knee is in pain."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.